Manufacturer narrative:
The reported event of quattro catheter (lot # 88487) was confirmed. A bonding leak was observed at the proximal end of medial 1 balloon during functional testing. The probable root cause for the reported complaint can be a latent material defect. Visual examination of the returned catheter was performed and found no physical damage to the catheter. Balloon covered with dried blood. Functional testing of the returned catheter was performed. All infusion ports and extension tubes were flushed without resistance except the proximal and medial ports were clogged with blood. During functional testing, the catheter was connected to a pressurized inflation device. Immediately upon pressurizing the catheter, a bonding leak was observed at the proximal end of medial 1 balloon. During manufacturing, all catheters are 100% inspected for leaks by subjecting them to pressure testing. Only units that passed are moved to the next process. Historical complaints were reviewed for information related to the reported complaint and there was no previous history of complaint reported for the quattro catheter with lot # 88487.

Event description:
Approximately 72 hours during ivtm treatment, the thermogard console displayed a mid09 (saline alarm). After inspection, no fluid was observed on the floor, console or patient's bed. Customer suspected that the quattro catheter (lot #88487) may have leaked. The quattro catheter was removed and finished the ivtm therapy. During this treatment the user was not able to clear the mid09 error message. It was noted that the quattro catheter was inserted smoothly into the patient's femoral vein. No patient consequence was reported. Additional information: thermogard console mid09 error message was cleared after next self-test of the console.